Manufacturer narrative:
The reported one 9x30mm biosure ha screw, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the screw during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, when the surgeon introduced the biosure in the patient knee, the device broke and when he tried to removed, the product crumble, with no condition to adjust it. The pieces were removed with tweezers. A backup device was available to complete the procedure with no delay or patient injuries.

Event description:
It was reported that during lca surgery, when the surgeon introduced the biosure in the patient knee, the device broke and when he tried to removed, the product crumble, with no condition to adjust it. The pieces were removed with tweezers. A backup device was available to complete the procedure with no delay or patient injuries.